Event description:
A pt reported experiencing inaccurate results with a fasttake meter. The pt's blood glucose was 183, 124 mg/dl within 10 minutes, with a difference of 34%. Pt did not experience any adverse events. No further info has been reported.